Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that their stimulator was not working, so in 2004, a year later after it got implanted, it had been removed. Patient said that they've been having mris on their spine since then, but now the hospital won't give them the MRI because it was shown on their CT scan that they still had a lead fragment. Agent reviewed MRI eligibility. Patient said that they needed to remove the remaining lead which is 6cm in length. Agent redirected the patient to their healthcare provider (hcp) to discuss removal of lead fragment. Patient requested for physician listings in case their current hcp won't be able to take the lead out. Agent informed patient that their hcp can provide referral in case they can't take the lead out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.